Event description:
It was reported that this right atrial (ra) lead had a loss of capture. This lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.